Manufacturer narrative:
The active cord was found to be faulty by the user and was replaced, resolving the issue.

Event description:
It was reported that while using the cautery machine, the left, center or right images would be lost for a second and then return with no issue. There was no patient injury or other adverse health consequence.